Event description:
Procedure: hysterectomy. Reportedly, the tips on both extenders fell out of the device and into the surgical area. The user then reported a different nurse attached the device and it worked fine. The facility determined the cause to the problem was user error and not attributable to the product.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time the decision was made to file a report based on the info received.